Event description:
It was reported that a code 1003, indicative of battery voltage too low for the projected remaining capacity, was observed from this device. Boston scientific technical services was contacted and recommended that the device should be replaced within 90 days. At this time, the device remains implanted and in-service. The patient was stable with no adverse effects reported.